Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event of "missing serial port cap" was confirmed via external visual inspection. Analysis revealed that the device failed visual examination but passed functional testing and performed as expected. The reported event was confirmed visually. The most likely root cause of the reported event can be attributed to the handling of the unit. Per the instructions for use (IFU): the hvad controller cap is designed to keep dust or foreign material from the serial and/or data port. The instructions for use and patient manual instruct the user to return any damaged components to heartware. Any observed damage would be mitigated by the exchange of this component for another one. This will most likely result in user annoyance with no effect on the functioning of the pump. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
A report was received that it was noted that the black "dust cover" for the serial data/serial port of a patient's primary controller was missing when he came into clinic for a software upgrade.  The controller was exchanged for the patient's backup controller and a new backup controller issued with no reported patient issue or injury.